Manufacturer narrative:
Product was returned for evaluation. Actuator was returned. The return fields in oracle state: patient transport. Actuator, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information and actual observations of the returned product in its "as received" condition, the complaint was confirmed for the broken actuator. The end of the actuator was heavily damaged where it meets the boom. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. Actuator was returned. The return fields in oracle state: patient transport. Actuator, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information and actual observations of the returned product in its "as received" condition, the complaint was confirmed for the broken actuator. The end of the actuator was heavily damaged where it meets the boom. The alleged malfunction was the top of the actuator broke where it attaches to the boom. This cause the boom to drop to the ground with the patient in the lift. Update from 12/07/2015 added by complaint handling unit: spoke with (B)(6). Stated that the patient was dropped about three and a half to four feet to the ground. There was bruising the patient's back side. Patient had have x-rays taken, but no broken bones or other injuries were found. The patient has had no issues since the incident. The motor-actuator that malfunctioned has not been returned at this time. No further information was provided.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The alleged malfunction was the top of the actuator broke where it attaches to the boom. This cause the boom to drop to the ground with the patient in the lift. Update from 12/07/2015 added by complaint handling unit: spoke with (B)(4). Stated that the patient was dropped about three and a half to four feet to the ground. There was bruising the patient's back side. Patient had have x-rays taken, but no broken bones or other injuries were found. The patient has had no issues since the incident. The motor-actuator that malfunctioned has not been returned at this time. No further information was provided.